Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having headache, mucous coming up, sleeping too much and visualization of particles from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. During the evaluation of the device at the manufacturer's service center, e 193 code was found in the ventilator's downloaded error log. However, upon further evaluation the device powered on and operated as it should. Particles in the airpath was confirmed in the evaluation. No repairs performed. The unit will be scrapped.